Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the high and the low blood glucose and the customer was hospitalized due to low blood glucose. The customer was treated with intravenous insulin, manual injection and intravenous glucose. The customer¿s blood glucose at the time of incident was 500 mg/dl and current was 172 mg/dl. The customer¿s low blood glucose was 20 mg/dl and the other blood glucose was 400 mg/dl. The customer using the insulin pump system within 48 hours of the reported high blood glucose. The customer was treated with the food and the glucose. The insulin pump will not be returned for analysis.